Event description:
It was reported that: "patient had hard bone (previous cancer patient) while the surgeon was drilling, upon removal of the step drill the tip of the drill dislodged into the patient's femoral head."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.